Event description:
The customer reported that the device had its service indicator illuminated and had logged an event code. The event code logged indicates an issue with the device's ability to function in AED mode. The device would not be able to deliver defibrillation therapy in AED mode.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported failure. The service agent will replace the therapy pcb assembly and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.the device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The removed therapy pcb assembly was returned to physio-control for evaluation. The cause of the reported failure was determined to be an electrically leaky capacitor, designator c160.